Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure with a blazer prime xp catheter, the temperature sensor was not working properly. As a result, this catheter was replaced and the procedure was completed without any patient complications. It was further reported that after the connection of the catheter an "d06 temp out of range" error was displayed on the maestro 4000 generator.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure with a blazer prime xp catheter, the temperature sensor was not working properly. As a result, this catheter was replaced and the procedure was completed without any patient complications.